Manufacturer narrative:
Event date is only approximate, month and year are only valid. Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that just prior to replacement the impedances check showed no open circuits. Reprogramming did not resolve the issue, and the patient wanted the new a new system so physician just went ahead and replaced the battery. The cause of the shocking after the fall was not determined. The issue was resolved with the replacement of the battery. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient experienced a shocking/jolting sensation after a fall. The manufacturer representative stated that the implant was replaced on (B)(6) 2018. It was unknown when the shocking/jolting occurred. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial# (B)(4), found that the ins/battery had a reduced capacity due to previous overdischarges. Product analysis # (B)(4): analysis information -- (B)(4) 2018 15:27:36 cst pli# 10 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [***include if found in analysis***] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {2} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {both setscrews were screwed all the way into the connector} due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.